Event description:
The international distributor reported the ventilator would not power on via ac power after service had been completed the previous day. The distributor reported finding open power supply mains fuses during evaluation. An open mains fuse may cause a loss of ac power to the ventilator and shut down if it were to recur during use. If the ventilator were equipped with a backup battery, the ventilator will switch to backup battery and alarm and will continue ventilation. The distributor replaced the power supply to correct the finding. The ventilator was not in use on a patient at the time of the reported problem therefore there was no patient involvement or harm.